Manufacturer narrative:
The field service engineer (fse) replaced the filters on the door and two blue filters attached to pinch valve lv10. The fse performed several system startups without any fluid leaks and performed quality control (qc) and startup without any error. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately one milliliter of fluid leaked from the probe during system startup involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.